Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the stylus of the programmer did not interact at all with the display screen. The stylus was disconnected and reconnected but was still not interacting. The caller did not have access to another programmer or stylus, so another stylus is being requested for them. The programmer remains in use. There was no patient involvement.